Event description:
The patient reported blood glucose results of "176mg/dl" with a lifescan meter and "145 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests ther was no intervention that would be expected to change the blood glucose. The test strips were replaced.